Event description:
It was reported that there was a problem with bd plastipak¿ syringe plunger seal. No serious injury or medical intervention was reported. Verbatim: "once the 50ml syringe has been removed from its packaging, we notice that there is a problem with the plunger seal, it is folded back into the plunger."

Manufacturer narrative:
Investigation: one unused sample was returned to our quality engineer for investigation. Through visual inspection of the product, it was observed that the stopper was incorrectly assembled to the plunger, distorted against the barrel wall. A device history was performed and found no no-conformances related to the reported issue during product of batch 1810219. This issue was determined to have occurred as a result of improper alignment of the plunger/stopper to the barrel during assembly. A camera system has been implemented to detect issues of misassembled or missing stoppers.

Manufacturer narrative:
(B)(6). A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that there was a problem with bd plastipak¿ syringe plunger seal. No serious injury or medical intervention was reported. Verbatim: "once the 50ml syringe has been removed from its packaging, we notice that there is a problem with the plunger seal, it is folded back into the plunger."